Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No button error alarm and no scrolling numbers anomaly noted. Pump passed displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons are scrolling and not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was 277 mg/dl at the time of incident. Troubleshooting was done for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.